Manufacturer narrative:
A steris account manager arrived onsite and inspected the quick connect, and identified a missing o-ring on the adapter. Steris has advised the user facility to actuate the tray port levers before removing a quick connect as this may have caused the missing o-ring. The account manager advised the customer to remove the quick connect from service. The quick connect processing instructions state to "depress the levers on the fluid tray ports to release adapters #1 and #2." Additionally section 1: warning and cautions states, "liquid chemical sterilization will not be achieved unless all flow unit components are functional, unrestricted, and remain firmly attached to the device during and at the completion of processing. Inspect the flow unit to ensure that the components are not damaged. Flow units are not serviceable. If the flow unit is damaged, contact steris to order a replacement quick connect." The system 1e cycle tapes evidenced passing results. The DHR for the quick connect lot number subject of the reported event was reviewed and no issues were noted. Steris has requested additional information regarding the patient, but the current condition of the patient is unknown. Steris will conduct in-service training with the user facility about the proper use of the quick connects with their system 1e.

Event description:
The user facility reported that a quick connect was not fitting properly into their system 1e. A facility employee reported the quick connect was missing an o-ring on the adapter (elbow). The quick connect was used to process an endoscope which was used in a patient procedure. No report of injury or procedural delay or cancellation.